Event description:
It was reported that the patient was presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header port was found difficult to disconnect the right ventricular (rv) lead even after removing the set screw. Upon several attempts, the physician had successfully disconnected the rv lead and connected to the new pacemaker. The chronic pacemaker was explanted and replaced. The patient was in a stable condition.